Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error is not confirmed because no samples were returned to baxter. A review of all batch record documents was performed for potentially associated lot numbers gd893453 and gd893560 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
It was reported that a patient experienced cloudy effluent, fever and chills. On that same day, the patient was hospitalized for the events. The patient was being treated for possible peritonitis with vancomycin (dose, frequency, and route not reported). The nurse was unsure if the patient had a definite peritonitis. Further information was received from a nurse apd. The nurse confirmed that the patient had peritonitis (previously unsure). The cause of peritonitis was unknown. The patient received retraining on proper aseptic retraining. Four days after admission the patient was discharged from the hospital. The peritonitis is recovering.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis report.